Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not properly applying pressure; the motor was seized, the reciprocating arm was worn, and the power switch was stuck; however, the repair was not completed because the repair quote was rejected. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: (B)(6).

Event description:
It was reported that during an unknown time the device does not apply pressure. It is unknown if there was patient involvement. During product evaluation, it was found that the motor was seized. Due diligence is complete and there is no additional information available.